Manufacturer narrative:
No devices or products will be returned per customer as they use a 3rd party biomed for all testing needs. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob was requested but not received, however, the customer stated the patient was an adult female.

Event description:
The customer reported that while in the intermediate care unit, the patient was receiving a epoprostenol infusion that has a half life of 3 minutes and cannot be interrupted. The nurse entered the patient's room with the intent to assess the patient when it was discovered that the pump was turned off. The nurse stated that it was unclear as to whether someone turned the pump off or if it was a malfunction of the device and it shut itself off. There was no patient harm.

Event description:
The customer reported that while in the intermediate care unit, the patient was receiving a epoprostenol 1.5mg in 150ml infusing at 29nanograms/kg/min with a half life of 3 minutes and cannot be interrupted. The nurse entered the patient's room with the intent to assess the patient when it was discovered that the pump was turned off. The nurse stated that it was unclear as to whether someone turned the pump off or if it was a malfunction of the device and it shut itself off. There was no patient harm.

Manufacturer narrative:
Correction: additional info: patient diagnoses: pulmonary hypertension, ckd3, chf, osa